Event description:
It was reported that upon interrogation noise was noted on the pulse generator in the atrial and ventriucular channels. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.